Event description:
It was reported that a y-type blood/solution infusion set was missing a clamp on one of the y connectors. It is not specified when the event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One sample with an open pouch was received for evaluation. Visual inspection was performed. One of the roller clamp assembly was missing. The reported condition was confirmed. The root cause was not determined. A follow-up report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.